Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. P/n 8884719025 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 8884719009 voldyne2500 volumetric exerciser, lot# 73h1900314, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint alleges "float plug sticks resulting in inaccurate flow readings." No patient injury or consequence reported. Patient condition reported as "fine."